Event description:
It was reported the device battery longevity was shorter than expected. It was also reported the right ventricular lead had a high impedance measurement and the threshold measurement had increased. The device and lead remain in use. A device change out is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
Performance data collected from the device was received and analyzed. The weekly battery voltage trend data shows the minimum battery is 2.95 to 2.65 volts between (B)(6) 2012 and is before the recommended replacement time indicator of less than or equal to 2.62 volts.

Event description:
It was later reported the device was removed and a new device was implanted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.